Event description:
It was reported the PICC was placed uneventfully, but staff was unable to establish maximum p wave reading as the internal tracing went out of vision on the screen. It was stated they tried numerous times to amend this without success and patient had to attend for a chest x ray to confirm PICC tip position.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the p wave tracing went out of vision on the screen could not be verified outside the clinical setting due to the sample condition. One 3cg stylet was received within the t-lock extension set. The gray fin with red and black lead wires and electrodes were also returned. The paper backing had been removed and the electrodes was stuck together. The lead wires were snapped to the electrodes. A functional test confirmed continuity through the 3cg stylet. The resistance was within specification. After connecting the tether assembly to the gray fin, continuity was also confirmed between the stylet tip and the contact on gray fin and between the snap connectors on each of the red and black leads and their respective contact on the gray fin. Based on the condition of the returned sample, there was insufficient evidence to verify the complaint and determine the cause of the reported event. A lot history review (lhr) of redx4345 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4345 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed uneventfully, but staff was unable to establish maximum p wave reading as the internal tracing went out of vision on the screen. It was stated they tried numerous times to amend this without success and patient had to attend for a chest x ray to confirm PICC tip position.